Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump had a blank display. The device was not dropped, bumped, or exposed to moisture. No damage noted in the battery compartment or cap. Customer was advised to wait ten minutes and clean battery cap. Replacement cap was sent. No further information reported.